Event description:
It was reported the battery of the device is faulty. The device can be powered on normally when connected to ac power. After booting, the ac power is removed and the device automatically cuts off the power. The battery indicator light does not light up. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service representative and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ indicating that the battery is malfunctioning. The customer worked with the service representative. After booting, the device automatically shuts down when the ac power is removed. The battery indicator light does not light up. The battery is at fault. The customer to order a new battery. Based on the information available and the testing conducted, the cause of the reported problem was a malfunctioning battery. The reported problem was confirmed. The customer after evaluating the device needs to order a battery to resolve the issue. It has been concluded that no further action is required at this time. H3 other text : the customer worked with the service representative.